Event description:
The customer reported that the orientation markers used in the angio suite display incorrectly on the universal viewer. The image provided shows no marker on the ra1000 image. A video of the images displays the orientation marker in universal viewer as switching sides of the pt's body. It is seen correctly for what appears to be a moment, then switches to the incorrect side of the body. There was no reported pt injury associated with this event.

Manufacturer narrative:
Pt data not currently available. MFR date is unk. A follow-up report will be submitted when the investigation is complete.